Event description:
The user facility reported that the device runs in safe mode. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Device not returned.

Event description:
The user facility reported that the device runs in safe mode. Attempts were made to obtain additional information about the event; no further information was received.